Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Customer reported that the issue had already been resolved upon troubleshooting with tandem technical support and was unable to provide additional information regarding the event. The customer continued using the pump for insulin therapy.